Manufacturer narrative:
(B)(4). On an unreported date, the patient¿s peritoneal dialysis catheter was removed and dianeal therapy was discontinued. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The cause of this peritonitis was use error reported to be due to a break in aseptic technique by the patient. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that a patient experienced a breach in aseptic technique which resulted in peritonitis coincident with peritoneal dialysis (pd) therapy. The break in aseptic technique was further described as the patient did not wear a mask while performing pd therapy. The patient was not hospitalized for the event. One day after onset, the patient began treatment for the peritonitis with vancomycin (inj) injection (1 gram stat, every 5th day), intravenously and amikacin inj (500 milligram, every day for 14days), intravenously. At the time of this report, the peritonitis was resolving, the patient was recovering, and dianeal therapy was ongoing. No additional information is available.